Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of foreign matter on the stylet is confirmed, but the root cause could not be determined. One photograph of a stiffening stylet and one photograph of a product label were returned for evaluation. Inspection of the photographs found that white specks of foreign material were present on the surface of the stylet. The color and location of the foreign material suggested that the foreign material was likely delaminated hydrophilic coating. However, without further inspection of a physical sample this could not be conclusively determined. Therefore, the root cause remains unknown. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer that white debris was observed on the guidewire during removal. It was reported this occurred with two devices. This report addresses both devices. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.